Event description:
It was reported via social media that the patient could not walk and the closure device was explanted. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Following the procedure, the patient could not walk, and returned to the hospital 2 days later. The closure device was explanted and the patient was placed on blood thinners in response. The patient was recovering following this event.

Manufacturer narrative:
Date of event- estimated as (B)(6) 2022 as the comment was made in 2022 with no other information on specific date. Implant date- estimated as (B)(6) 2022 as the comment was made in 2022 with no other information on specific date. Explant date- estimated as (B)(6) 2022 as the comment was made in 2022 with no other information on specific date other than the device was explanted 2 days later.